Event description:
One of the handles on the peel away sheath broke away which made peeling the introducer difficult.

Manufacturer narrative:
The sample has been returned to the manufacturer for evaluation and is currently being evaluated. Results are expected soon.